Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 10-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable pump. It was reported the hcp opened the patient up to do a normal pump replacement, on (B)(6) 2021, and when they tried to aspirate the catheter there was somewhat difficult so decision was made to do a catheter revision. The device diagnosis was catheter occlusion. The patient had no signs or symptoms. It was indicated the event was possibly related to the device or therapy. The catheter was revised, on (B)(6) 2021, and the issue resolved without sequelae.